Event description:
Per received report: for a stent/coil of a para-opthalmic aneurysm the operator attempted to place the microsphere 10 cerecyte coil. The coil was fully positioned in the aneurysm. The operator pressed the button to detach the coil. Upon withdrawing the dpu, several centimeters of coil came back in the catheter before the coil detached from the dpu. The dpu was removed. An attempt was made to push the coil out the catheter, back in the aneurysm, but the catheter backed out of position. The operator elected to snare the coil to retrieve. The microcatheter hub was cut and a 2mm gooseneck snare was advanced over the microcatheter and over the coil. No additional interventions were required and the patient has no additional adverse consequences of the event. The coil was snared and successfully retrieved from the aneurysm and removed from the patient. The coil and snare are available for return. Additional information/clarification received from the rep indicated the reason why the dpu was being withdrawn after it was confirmed that the coil hasn't fully detached from the microcatheter. Clarification indicated that "once confirms detachment by withdrawing the dpu, there is no other positive indicator that the distal most segment of the catheter was in the coil mass and not visible". There was no stretching or unintended detachment that occurred. The detachment button was only pressed once. The coil detachment was delayed. When the dpu was withdrawn, the coil came back a couple of cm back and it spontaneously released. The coil did not really protrude from the parent artery. The proximal tail extended in the tip of the microcatheter. An attempt was made to push the coil out completely into the aneurysm coil mass but the catheter backed out. The coil remained in the catheter tip allowing the operator to advance the snare over the microcatheter body in a monorail fashion to snare and retrieve the coil. The microcatheter used was an sl-10.

Manufacturer narrative:
During a stent/coiling of a para-ophthalmic aneurysm the operator attempted to place the micrusphere 10 cerecyte coil. The coil was fully positioned in the aneurysm. The operator pressed the button once to detach the coil. Upon withdrawing the dpu, several centimeters of coil came back in the sl 10 microcatheter before the coil detached from the dpu. The distal tip of the microcatheter was in the coil mass and not visible. The proximal tail extended in the tip of the microcatheter. The dpu was removed. An attempt was made to push the coil out the catheter, back in the aneurysm, but the catheter backed out of position. The operator elected to snare the coil to retrieve it. The coil tail remained in the catheter tip allowing the operator to advance the snare over the microcatheter body in a monorail fashion to snare and retrieve the coil. The microcatheter hub was cut and a 2mm gooseneck snare was advanced over the microcatheter and over the coil. No additional interventions were required and the patient has no additional adverse consequences of the event. The coil was snared and successfully retrieved from the aneurysm and removed from the patient. The dpu was returned minus the severed proximal section containing the electrical connector. The entire coil was returned snared and severely damaged. Electrical testing for detachment could not be performed due to the severing of the electrical connector. However, the detachment fiber did receive heat and melt. The most likely root cause of the coils nondetachment followed by an unintended detachment was due to the detachment fiber melting above and pooling around the resistive heating coil's socket ring. The melted fiber then came in contact with the coil¿s socket ring which temporarily captured the coil before releasing it during retraction. The microcatheters backing out of the aneurysm was most likely due to resistance inside the microcatheter when attempting to push the coil back inside the aneurysm or from distal interference. The circumstances of how this resistance/interference occurred cannot be determined. However, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component had an additional contribution to the backing out of the aneurysm. In addition, without the return of the complete detachment system and the proximal end of the device positioning unit (dpu) containing the electrical connector used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the reported information, and analysis of the returned device, a definitive conclusion regarding the root cause of the reported event cannot be determined. A possible root cause for the coil nondetachment followed by an unintended detachment was due to the melting detachment fiber temporarily capturing the coil and releasing it. It is possible that excessive pressure on the detachment fiber can result in this scenario and although no definitive conclusion can be made it is possible procedural/clinical factors may have contributed. The instructions for use (IFU) outlines that after pressing the button for detachment and the light goes out and the tone stops, detachment of the microcoil from the dpu wire must be fluoroscopically verified by gently withdrawing the dpu wire back approximately one (1) mm. Observe if the microcoil has detached and if not detached, with no fault lights, repeat the detachment steps. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Note: concomitant device: sl-10, 0.0165" microcatheter, 2mm gooseneck snaring device. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.